Event description:
Procedure: ventral hernia repair. According to the reporter: the surgeon inserted the port using a zero degree laparoscope identifying the layers throughout insertion into the left quadrant. There appeared to be some resistance upon insertion requiring a number of attempts to move through the layers using a clocking motion combined with controlled downward pressure. Shortly after entry bleeding was observed, the port withdrawn and subsequently inserted again under vision until clear entry into the abdominal cavity achieved. Further bleeding was observed. Steps were taken to identify the source, and a laceration was observed on the left kidney where it appeared the end of the port had in fact punctured the superficial layers of the kidney. Corrective measures were taken to control the bleeding and the intended procedure performed. At the conclusion of the procedure the kidney was again observed, no further treatment required to control bleeding. There was no unanticipated tissue loss. There was no blood loss greater than 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).